Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and morphine (unknown concentration and dose) via an implantable pump. The date of the event was approximately (B)(6) 2015. It was reported the patient experienced pain and could hardly walk for about a year. Sometimes the pump would get in the way. The pump had been empty for two years. The patient could hear the pump beeping since it went empty. The patient was unable to find a physician to refill or explant pump. The physician had moved and no one else will touch it. No further complications were reported.